Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern). During the procedure, the physician performed an automated power injection through the lantern that was advanced into the proximal gastroduodenal artery. After the injection the physician flushed the lantern and noticed that the proximal end of the lantern split and was leaking. Then, the physician attempted to advance a guidewire through the lantern to maintain access to the vessel but was unsuccessful; therefore, the lantern was removed. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.